Manufacturer narrative:
Device component code 814 relates to device problem code 1069 for the reported event of fiber broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a cystoscopy retrograde pyelogram with holmium laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt. According to the complainant, during the procedure and outside the patient, the laser fiber body broke inside the scope. There were no fiber fragments that fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber received was broken into two pieces. The first piece measured approximately 259 cm from the top of the connector to the break. The second piece measured approximately 56 cm from the break to the distal tip. There was no damage to the fiber face within sma connector. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was used during a cystoscopy retrograde pyelogram with holmium laser lithotripsy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100 watt. According to the complainant, during the procedure and outside the patient, the laser fiber body broke inside the scope. There were no fiber fragments that fell inside the patient. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.